Event description:
On may 4, 2009, the lay-user/pt contacted lifescan, alleging that the one touch ultralink meter does not turn on. The month prior, this medical affairs specialist contacted the pt to clarify information obtained during the initial phone call. The pt is on the insulin pump and tests her blood glucose 8 times per day. On the morning of ten days later, the pt reportedly could not obtain a blood glucose reading, due to the power issue. The pt went to the pharmacist to obtain another meter, but was denied due to her insurance policy. The pt did not realize she could obtain another meter had she contacted lifescan. As a result of the power issue, the pt began to guess her insulin pump dosage, taking 3 units of novolog, which was lower than usual. At 3pm or 5pm, the pt reportedly developed symptoms described as "excessive thirst, frequent urination, fatigue, and drowsiness." The pt accessed her uncle's blood glucose meter obtaining a blood glucose reading of "429 mg/dl." The pt administered self-treatment with insulin per the elevated readings. The symptoms did not abate until two days later. At one point during the reported two days, the pt obtained a blood glucose reading of "700 mg/dl" on her uncle's meter. The pt never received any medical intervention from a healthcare provider or ER. The pt reportedly administered self-treatment with her insulin pump. The pt indicated that she is a brittle diabetic and stated that once her blood glucose goes high, it takes a few days to get her blood glucose under control. During troubleshooting, the power issue was not resolved. This complaint is being reported, because the pt claimed that she was hyperglycemic 8 hours after she was not able to obtain her blood glucose reading due to the power issue. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.